Manufacturer narrative:
Correction, h6 (results code and conclusion code). The reported event could be confirmed based on available CT scans and medical expert assessment. The device inspection was not possible as the product was not returned for investigation. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Upon review of available CT scans medical expert opined that, subsidence of the tibial component and cyst formation tibia, most likely due to poor bone quality. Failure of total ankle replacement tar over time is a known complication. In case of a planned revision procedure a medical opinion aiming to determine the root cause of the failure is part of the internal investigation process. Sufficient radiological and clinical information must be provided to enable a meaningful clinical assessment and to identify possible causes of failure. In cases where a CT scan is the only available clinical source, the assessment is limited. No conclusive statement can be provided, because key clinical information e.g. Clinical status, exact symptoms and range of motion of the patient, assessment of the treating physician is missing. The root causes of radiographic findings such as radiolucent areas and bone cysts are often complex and multifactorial and cannot be determined scientifically without this decisive evidence. Based on investigation, the root cause was attributed most likely to a patient related issue. The event was caused due to poor bone quality of patient. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery of both the tibial and talar component due to painful tibia subsidence.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery of both the tibial and talar component due to painful tibia subsidence.